Event description:
It was reported that the procedure was to treat the ostium of the posterior interventricular artery (circumflex). Some green particles were found in the guide wire introducer after the procedure was over and the introducer was out of the anatomy, that are believed to be coating from whisper es guide wire. There was no resistance reported during advancement of the guide wire inside the introducer. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The peeling was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.